Manufacturer narrative:
The getinge field service engineer (fse) that evaluated the iabp unit and was able to reproduce the reported issue, reported that the batteries were replaced to fix the issue. Errors 78, 112, 113 and 116 were seen in logs, therefore, as a precautionary measure, the coiled cord cable and the executive processor board were replaced. The fse power cycled (charge/discharge) several times with minimum 3hrs battery run time and there were no further faults. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a patient transfer and while in use, the battery for the cardiosave intra-aortic balloon pump (iabp) was charging intermittently. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and verified the reported issue. The iabp unit has been removed from the customer's site, and the customer has received a loaner iabp unit. Investigations and repairs are ongoing.

Event description:
It was reported that during a patient transfer and while in use, the battery for the cardiosave intra-aortic balloon pump (iabp) was charging intermittently. There was no harm or injury to the patient and no adverse event was reported.